Event description:
It was reported the patient was ¿feeling sluggish¿ and felt like he was getting too much morphine. The patient experienced the symptoms from the previous refill up until the change at the refill on (B)(6) 2013. Both of the medications in the pump were decreased six percent on (B)(6) 2013 and the patient was better. The patient was seeking a physician to manage their care. The pump was delivering bupivacaine and morphine.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).